Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and mesh was implanted. During the procedure, the nurse found two holes on the sterile package when opened the paper package. However, the outer paper package was intact without damage. The procedure was completed with another like device. There were no adverse patient consequences reported.additional information has been requested.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.